Manufacturer narrative:
On 12/23/16, the customer responded to follow-up attempts for additional information and clarified that the cord had exposed wires and was sparking. The customer was sent a replacement transformer.   The product involved in the complaint was not returned for evaluation/investigation at this time.  Therefore, no conclusions can be made as to the cause of the event.  Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on 04/04/2011.  Activities related to this notification are on-going.

Event description:
The customer reported to medela customer service on (B)(6) 2016 that the cord on her pump in style advanced breast pump shoulder bag adapter had exposed wires.